Event description:
The caller stated that her (B)(6) great-aunt strangulated because of the bed rails. Her neck was caught between the mattress and the bed rails which caused fixation and she died. She was in care facility. She believes that her relative was trying to get out of bed by going through the mattress and bed rail when her neck got wedged. She feels that patients with alzheimer should not have bed rails. The caller does not know who manufactured the bed rails. The caller feels that this railing is a safety hazard and should be reported. (B)(4). Report number: 20130524-a7382-1329909.